Event description:
Boston scientific received information that one day after the implant of this right atrial (ra) lead, capture was noted in the ventricle. A chest x-ray was performed and revealed that the lead was in the ventricle. The ra lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.